Event description:
Two separate patients suffered from eye irritation while face down on a 1937 gentletouch pillow. The first patient complained of post op eye pain following a pain management procedure and the second patient complained that she felt as if there was something inside her eye. The first patient was referred to an in-house eye specialist and it was determined that she had a mild corneal abrasion. The second patient's eye was flushed and felt better after 24 hours. Both patients have recovered.

Manufacturer narrative:
We discussed with the facility on the use of the pillow and to ensure the patient's eyes are centered in the pillow opening. The facility stated they were placing the oxygen mask on the table and placing the oxygen mask on the table and placing the pillow over and then the patient is placed on the pillow.